Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed with an unknown cause. The visual inspection noted that the catheter was damaged between the shaft and the funnel. Under a 10x glass magnifier, it was noted that the breakage site had jagged edges that were observed on the damage site. Per the dimensional evaluation, the sample was found within specification. No other defects were observed on the returned catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user found urine leakage between the shaft and funnel due to damage to the shaft. During the evaluation of the received sample, the shaft was found to be broken from the funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found urine leakage between the shaft and funnel due to damage to the shaft.